Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested; the following was obtained: was the surgery prolonged due to the suture breakage? If yes, -how many minutes was the surgery prolonged? The surgery was prolonged less than 10 minutes, how much it took to throw a knot and for it to break, once they went through all the reported sutures they switched to another brand and continued normally. -were there any unexpected outcomes or complications as a result of the prolonged surgery time? There were no unexpected outcomes or complications -was there any change in the patient¿s post-operative care due to the prolonged procedure? There was not change in patient¿s post-operative care. * if possible, please confirm 21 devices kept breaking when knotting during this procedure. * were there any patient consequences? * can you identify the lot number of the product used? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. *yes, all 21eaches kept breaking. *there were no patient consequences, another suture was used (competitor suture) to finish the operation with success. *lot rkbdzu * head nurse of cardio surgery dpt. (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Fifteen unopened samples that pertain to the product code ep8755h were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, and the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage suture or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. While using prolene suture for a cv procedure the suture kept breaking when knotting - 21 eaches were opened from the same box (same lot) all of which broke. Other brand suture was used to complete the surgery. Additional information was requested.